Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 28 mg/dl causing customer to bump head; cause was unknown. Customer required assistance from emergency medical technicians to treat bg level via consumption of glucose tablets and carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.